Event description:
Boston scientific received information that this local representative had contacted boston scientific¿s technical services (ts). The local representative inquired about the inner and outer diameters of this patient's right ventricular (rv) defibrillation lead. Technical services was informed that this patient may have developed an infection and the patient may be scheduled for system extraction. Subsequently, boston scientific received information from the local representative that there was no evidence of an infection. The device and leads were not explanted. The patient had developed a hematoma requiring pocket evacuation. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in late-april 2015. The device and lead system were explanted due to infection.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.